Event description:
The pt reportedly experienced a loss of sound followed by a loss of lock with her internal device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Surgery to explant the device will be scheduled.